Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The report was initially observed by a zoll approved service provider. The device was then returned to zoll medical corporation for evaluation. However, after disassembling the device to determine root cause, the customer' report was no longer seen. A review of the provided data file does show the error. However, the device was put through extensive testing including full functionality testing without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the data file was provided for review. The customer's report was observed during review of the data logs. The error message was confirmed, however without the device evaluation we are unable to determine root cause. Analysis of reports of this type has not identified an increase in trend.